Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Final analysis found insulation abrasion at the suture sleeve area impression. The abrasions were consistent with constant friction with another device or heart feature. (B)(6).